Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that it is likely case circumstances that resulted in the reported difficulty to remove. Based on the reported information, it is likely as noted due to patient anatomy the device became difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling. The second infiltrac guide wire referenced is being filed under a separate medwatch report #.

Event description:
This is being filed on the first infiltrac guidewire used in this patient. It was reported that this was a percutaneous coronary intervention to treat a chronic total occlusion (cto) in the mid left anterior descending (lad) coronary artery during a physician preference testing. The infiltrac guide wire successfully penetrated the cto lumen. During removal of the infiltrac guide wire, it was difficult to remove due to the patient anatomy. After removal of the wire from the non-abbott balloon dilatation catheter (bdc), contrast was noted to be staining on the fluoroscopy, signaling a ruptured bdc. The physician suspects that the tip of the infiltrac guide wire caused the balloon rupture. After removal of the guide wire, there was no damage noted to the guide wire. Another infiltrac was used to complete the procedure. The second infiltrac was also difficult to retract, but it was removed without incident. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.